Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. The insulin pump passed displacement test properly. The following were noted during visual inspection: cracked keypad overlay, cracked battery tube threads, and partially broken retainer ring.

Event description:
Information received by medtronic indicated that the insulin pump had retainer ring cracked and bent. The reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.